Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The circuit boards in the workstation were reseated and the software was reloaded. The sys was tested and operates as intended.

Event description:
The customer reported that the system displayed a corrupt files error message. No pt injury was reported.